Manufacturer narrative:
(B)(4). Date of follow-up report : 07/01/2016. The jaws of the incident device were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate, the trigger was forced and this caused one of the webs to break and protrude from the sample. The web was not sharp. The clear insulation was damaged due to the web protruding. The IFU states: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws would not open during a laparoscopic hartman procedure. Another device was opened a to finish the case. No patient injury occurred. The device was returned for evaluation and initial inspection discovered that the clear insulation was damaged and the webbing was protruding and is not sharp.